Event description:
Pt had a left knee replacement done eight years ago. About one year ago she began to have problems with the knee catching buckling & swelling. The problem progressed and the knee got painful. Her surgeon felt there was a problem with the tibial component was worn on the lateral edge where the femoral comnponent had been impacting. He replaced the tibial component and also did a synovectomy due to severe titanium synovitis in the knee.